Event description:
It was reported that the right ventricular (rv) lead thresholds had been rising for the past six months. Impedance had also increased consistently since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).